Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had not yet received her replacement insulin pump. Blood glucose level at the time of the incident was 600 mg/dl. High blood glucose troubleshooting was not performed. Customer corrected the delivery address and was told that the replacement device was being shipped.

Manufacturer narrative:
Findings: pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along side of the battery tube and moisture damaged on electronic assembly. Unable to perform occlusion test due to broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.